Event description:
Left side weaning on the bvs 5000 console would not activate. There was no impact to a pt. Field service determined that the wean pot switch had failed. The weaning pcb was replaced and there were no further problems.